Event description:
Major pump unit(s) involved: device thrombosis. Specify component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: gross organized thrombus noted inside on explant. Specific component(s) involved: pump drive unit malfunction. Additional text: (B)(4). Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.